Manufacturer narrative:
Additional information is provided in sections d.10, h.3, h.6 and h.10. Two unopened forceps samples were received at manufacturing for evaluation. As the returned samples were unopened and unused, the investigation determined that the returned samples are unrelated to the customer's complaint. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A root cause cannot be ascertained because the damage cannot be confirmed without receiving the complained samples for investigation. The complained samples are not available for investigation therefore, damage cannot be confirmed or rather a root cause cannot be identified. Should the actual complaint samples return, this investigation will be reopened and the samples will be investigated. Future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A purchaser reported that three ophthalmic forceps moved initially and then became stuck in the closed position during surgery. An alternate forceps was obtained in order to perform the procedure. There was no patient contact with the unsatisfactory forceps thus, there was no harm to the patient.